Manufacturer narrative:
The reported txrx error occurred during patient treatment and the hospital immediately replaced the machine. When the customer noticed a malfunction, the machine was used on a patient. The field service technician (fst) inspected the machine at the scene and confirmed. The rotaflow console has been repaired, the flow measurement board has been replaced dated on 2020-02-26. The reported failure is already known and investigated in our life cycle engineering with the following result: the txrx-error was related to a defective flow measurement board (fmb). It could be determined by investigations by life cycle engineering (lce) of identical fmb¿s in other complaints. According to investigation report (B)(4) (investigation performed on 2015-11-18, refer to complaint sap record#(B)(4)) the capacitor c2 had a short circuit. Due to that the ¿-12 v failure¿ appeared and the fuse f1 was triggered. According to (B)(4) (investigation performed on 2018-07-12, refer to trackwise record#(B)(4)) the fmb was damaged by a service technician. When removing it the soldering joint of potentiometer pot3 was broken. Other malfunctions of the fmb, the rotaflow drive or wires would lead to the error messages ¿----¿ or ¿-**-¿ on the flow display. Thus other components can be excluded as probable root cause. The failure could be confirmed. The most probable root cause for the "txrx error" could be a internal short circuit in the capacitor c2. The reported failure "txrx" occurred during patient treatment and could be confirmed. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that during the use of the rotaflow machine, an error occurred in the flow window: err txrx. After this error, the hospital immediately replaced the machine, removed the machine and no longer used it. After arriving at the scene, the machine turned on, and the machine appeared in the flow window: err txrx error. The speed can be displayed normally, and the flow signal is wrong. No harm to the patient was reported. Complaint ID: (B)(4).